Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 for low blood glucose. The customer stated that she had experienced high blood glucose and gives manual injections when high. The ambulance was called and she was taken to emergency room. Blood glucose value was 11 mg/dl. The paramedics gave her a shot and sugar by mouth and the insulin pump was removed when arriving at the hospital. The customer also reported receiving a motor error on (B)(6) during a bolus attempt and she also found multiple no delivery alarms in the history. Blood glucose value is unknown. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence and the insulin pump passed the displacement test. Customer was advised to monitor the insulin pump. The customer declined troubleshooting for low blood glucose.